Event description:
A venitlator-dependant patient allegedly became disconnected from the device and the device did not alarm. According to the caregiver, the patient was found 30 minutes later and subsequently expired. At this time, it is unknown if an autopsy was performed. The device was reportedly being used in conjunction with a heat moisture exchanger (hme) for humidification. The device's settings were reported as follows; mode: asisst control, rate: 14, tidal volume: 330 cc, high pressure alarm: 60cm h2o and low pressure alarm: 10 cm h2o. The device and circuit were evaluated by the facility and it was determined that the hme had become clogged. The device was reported to have registered 24 cm h2o of back pressure with the hme in line without being connected to a patient. Based on the low pressure alarm setting of 10 cm h2o and circuit pressure of 24 cm h2o, the device would not recognize a disconnect as a low pressure condition with this low pressure alarm setting. The device labeling states that the low pressure alarm should be set 10 cm h2o below the patients peak pressure. The patient's peak pressure was reported to be 37 cm h2o. When the device and circuit were tested with a new hme, the device was reported to have alarmed correctly.